Event description:
During verification testing at the service center, the device did not deliver a dose when the button on the bolus cord was pressed.

Manufacturer narrative:
During testing the device did not deliver a dose when the bolus cord button was pressed. This was due to a missing pin in the bolus connection socket on the bottom end cap of the device. The missing pin disabled the bolus cord operation. The probable cause of the missing pin was the pin was pulled out of the connector when the bolus cord was removed from the device. This report represents all the info known by the reporter upon query by hospira personnel.